Event description:
It was reported that patient had difficulty walking, there was change in gait, burning sensation, leg weakness, swelling and acute pain. It was added that patient was "probably getting the device explanted." It was stated that pump was recently implanted five weeks ago, and when patient walked out of the hospital there was a lot of swelling. Patient had neurological symptoms in her right leg on her right side; right leg was starting to jump and was hurting on hipbone "right on front", excruciating to the touch and burning that radiated to the groin, leg, across the stomach, unbearable to touch the inside of the leg; "it is a nerve pain." Every week patient got a 10% increase of morphine to help reduce the pain because it wasn't controlling the pain. On (B)(6) 2012, patient visited the healthcare provider (hcp) and was told that this would get better. It was stated that two weeks ago, the surgeon "had to remove 60 ml of old blood out of pump pocket"; as of the date of this report patient was to visit the plastic surgeon to see if there was any more bleeding that he needed to remove. The pump pocket was the "size of a cantaloupe and putting pressure on the legs." The removal of the fluid did not take the pressure off the nerves but "it got worse." Patient had questioned her hcp about repositioning the pump and if that would help with decreasing the neurological symptoms and burning; the hcp had indicated that the pump was "positioned right and patient symptoms were to be expected." Patient had 80 % relief of pain; however indicated that she walked into the hospital prior to the implant and now she cannot walk, it was causing tremendous weakness. Patient was concerned that this may cause permanent damage. Hcp had told the patient that "she had a huge thing in her body and should expect numbness and tingling." Patient had visited the hcp four times and each time was given more morphine which gave some reduction in pain but was not enough for her to tolerate her leg jumping and the burning. Patient slept on her left side and felt something pressing on her groin; "can't sleep and can't walk." Patient felt that since she was five foot two and not fat hcp should have taken all this into consideration before implanting; factoring that patient had enough room for the pump by doing a scan first to determine body size and that "pump may drop a little after implanting it." Patient legs were "so cold and so uncomfortable and can't wait for this day to end and something scheduled." Patient was concerned if there were any recalls due to "scar tissue." Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.